Event description:
Using constellation vitrectomy machine. The infusion tubing stopped working, we couldn't turn it on and off even after turning machine on or off. We got several system advisory codes and they were 3464, 2252, 6204. We ended up switching out and using a back up machine.